Manufacturer narrative:
The technician found the casters were worn. He replaced the foot end casters to repair the stretcher.

Event description:
Information received indicates the foot end casters are ratcheting in brake when pressure is applied to the side of the stretcher.